Manufacturer narrative:
Product was not returned to manufacturer for review/investigation. The IFU states: "the device is not designed to withstand the stress of weight bearing, load bearing, or excessive physical activity. Device loosening or breakage may occur when the implant is subjected to excessive loading during soft tissue healing or delayed healing". The patient should be informed about the importance of following the post-operative rehabilitation prescribed. Based on the information available, it has been determined that the patient was non-complaint with the post-operative instructions and procedures which likely contributed to the event. Failure to follow post-operative care can cause the treatment to fail.

Event description:
Decoupling of an ijs unit.